Event description:
A customer reported a malfunction on the pump after working outside in extreme heat. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction code recurred. The customer acknowledged the advice and understood the instructions.